Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The balloon was visually inspected, functionally tested, and leak tested. Visual inspection revealed a tear in the balloon tubing consistent with tool or sharp instrument damage. During functional testing, the balloon produced an output pressure above specification. No leaks were identified during leak testing. The reported patient symptom of urinary incontinence is a known risk associated with the implantation of this device, as noted in the instructions for use (IFU). Based on the available information and analysis results, the balloon not meeting the pressure test requirements supports the reported clinical observation of balloon mechanical issue. D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was determined that the device required additional pressure; therefore, a surgical procedure was performed to remove the balloon and implant a larger one. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was determined that the device required additional pressure; therefore, a surgical procedure was performed to remove the balloon and implant a larger one. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4).